Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screwdriver has broken off at the tip.

Event description:
The screwdriver has broken off at the tip.

Manufacturer narrative:
Correction: please refer h3 device evaluated by mfg, d9 product available to stryker. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the returned self-holding screwdriver found broken from the tip. The movable tip of the screwdriver is completely broken although the broken fragment was returned. Rubbing and wear marks are clearly visible on the screwdriver sleeve near the broken tip. The device is in pretty much used condition as evidenced by the worn-out surface. Microscopic view of the broken surface shows smooth chevron lines indicating towards a brittle failure under bending overload. The sleeve of the screwdriver is laser marked with the statement ¿do not lever¿ to avoid bending the screwdriver. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused due to bending overload on the device during usage. Also, previously an action was already taken in which the wch coating was removed to prevent breakages of the moveable blade. If more information is provided, the case will be reassessed.